Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the logs were reviewed from (B)(6) 2019 to (B)(6) 2020. A total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Blood glucose (bg) of 50 mg/dl was entered into the pump by the user on (B)(6) 2019 at 05:25:28 am. A user initiated tubing fill of size (B)(4) units was observed at 11:25:38 pm on (B)(6) 2019. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 12:07:26 am date: (B)(6) 2019 iob: 1.34. Time: 01:12:07 am date: (B)(6) 2019 iob: 7.85. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. The user made the following bolus request(s) while having insulin on board (iob): time: 12:44:38 am date: (B)(6) 2019 iob: 8.29. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 30 mg/dl; cause was unknown. Glucose was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.